Event description:
While in the patient, the splines on the ablation catheter became entangled. The ablation catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).